Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The report states, "when the customer sends an open field with a time of 0 from impac it calculates correctly. When the customer sends an edw field with a time of 0 from impac it does not calculate correctly, it is always a bit short (usually 7 or 8 mu)."